Manufacturer narrative:
The explanted lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, this right atrial (ra) lead was found to be dislodged. It was also noted the right ventricular (rv) lead exhibited high pacing threshold measurements. The ra lead was explanted and the rv lead was surgically abandoned. New leads were implanted without complication. No additional adverse patient effects were reported.